Manufacturer narrative:
One full osseotite tapered certain (xifnt3213) was returned for investigation. Visual inspection of the as returned product identified severely damaged threads and fractured collar. There was bone residue on the external threads of the implant. According to doctor, the reported implant fracture resulted in bone loss. Dimensional analysis and functional testing could not be performed because the returned product was fractured. Pre-existing conditions noted on the per are ¿smoker¿, ¿bruxism¿, ¿good oral hygiene¿ and moderate bone density (type ii). The reported device was located on tooth # 31 and had been implanted for approximately 6 years. Pictures or x-ray images were not provided. As a result, bone loss couldn¿t be verified. DHR review for the lot (1016237) had revealed no deviations nor non-conformances which could have caused or contributed to implant fracture and bone loss. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1016237) for similar events and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported events (fracture and bone loss) or device (xifnt3213). Therefore, based on the available information, device malfunction did occur and the reported implant fracture was confirmed. However, bone loss could not be verified since x-ray images or pictures were not provided. A definitive cause could not be identified for the reported event. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4). G7: checked "follow-up".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant (xifnt3213) fractured on the collar. The implant had to be removed. New implant placement was rescheduled. Tooth location 31.